Manufacturer narrative:
(B)(4). The device was received and evaluated. The device met specifications. Volume of fluid drained that meets iipv criteria found in the logs only. The root cause: insufficient drain, use error: tidal uf removal set too low. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Labeling was reviewed for use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the patient therapy log on (B)(6) 2011 with drain volume of 4582 ml during cycle 12. There has been no report of patient injury or medical intervention.